Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was assigned to investigate the reported issue. The fse was informed that it is not a real problem. In addition, the customer solved the retraction problem of the power supply cord by themselves, no service intervention from getting was necessary. H3 other text : not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the power cord in the cardiosave intra-aortic balloon pump (iabp) has a retraction problem.